Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration of the device") in an adult female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included obesity, dysfunctional uterine bleeding, vaginitis, breast pain and breast mass. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection") and back pain ("back pain"). The patient was treated with surgery (hysterectomy ,diagnostic hysteroscopy with exploratory laparoscopy with left salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder and hypersensitivity outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and back pain had not resolved. The reporter considered anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 3 trailing coils on the right side and 3 trailing coils on the left side. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,pelvic pain most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, esuure confirmation test not performed were added. Concomitant diseases, concomitant drugs, lab data were added.fu 1 and 2 proced together. On 16-jul-2018: no new information added. Fu 1 and 2 proced together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration of the device") in an adult female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included overweight, dysfunctional uterine bleeding, vaginitis, breast pain and breast mass. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection") and back pain ("back pain"). The patient was treated with surgery (hysterectomy ,diagnostic hysteroscopy with exploratory laparoscopy with left salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder and hypersensitivity outcome was unknown and the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and back pain had not resolved. The reporter considered anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 3 trailing coils on the right side and 3 trailing coils on the left side. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration of the device') in a 32-year-old female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: on (B)(6) 2017 pathology test revealed,the specimen is received in formalin in a single container labeled ''left fallopian tube/essure". The specimen consists of a congested purple-red fimbriated fallopian tube that measures 7.8 cm in length by 0.6 cm in diameter. Sectioning through the fallopian tube reveals a patent lumen. Also received in the same container a silver colored spring like portion of metal that measures 1. 8 cm in length by 0. 2 cm in diameter. Purple-tan tissue is embedded within the coils. The remaining specimen is a twisted portion of silver colored metal that measures 15 cm in length by less than 0.1 cm in diameter. Purple-red rubbery tissue is adherent to the foreign material. The foreign material is for gross description only. Concurrent conditions included overweight, dysfunctional uterine bleeding, vaginitis, breast pain, breast mass, headache and migraine. Concomitant products included alprazolam, escitalopram, ferrous sulfate, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (tylenol extra strength) and surgery (hysterectomy ,diagnostic hysteroscopy with exploratory laparoscopy with left salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, hypersensitivity, genital haemorrhage and post procedural complication outcome was unknown, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and back pain had not resolved and the dermatitis allergic had resolved. The reporter considered anxiety, back pain, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 3 trailing coils on the right side and 3 trailing coils on the left side. Current weight 210 lbs. She had received treatment for event "pelvic pain and genital bleeding". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration of the device') in a 32-year-old female patient who had essure (batch no. B53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Medical conditions: on (B)(6) 2017 pathology test revealed,the specimen is received in formalin in a single container labeled ''left fallopian tube/essure". The specimen consists of a congested purple-red fimbriated fallopian tube that measures 7.8 cm in length by 0.6 cm in diameter. Sectioning through the fallopian tube reveals a patent lumen. Also received in the same container a silver colored spring like portion of metal that measures 1. 8 cm in length by 0. 2 cm in diameter. Purple-tan tissue is embedded within the coils. The remaining specimen is a twisted portion of silver colored metal that measures 15 cm in length by less than 0.1 cm in diameter. Purple-red rubbery tissue is adherent to the foreign material. The foreign material is for gross description only. Concurrent conditions included overweight, dysfunctional uterine bleeding, vaginitis, breast pain, breast mass, headache and migraine. Concomitant products included alprazolam, escitalopram, ferrous sulfate, medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginal infection"), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding"), hypersensitivity ("allergic reaction"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (tylenol extra strength) and surgery (hysterectomy ,diagnostic hysteroscopy with exploratory laparoscopy with left salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, hypersensitivity, genital haemorrhage and post procedural complication outcome was unknown, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and back pain had not resolved and the dermatitis allergic had resolved. The reporter considered anxiety, back pain, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 3 trailing coils on the right side and 3 trailing coils on the left side. Current weight 210 lbs. She had received treatment for event "pelvic pain and genital bleeding". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event "genital haemorrhage, allergic dermatitis and post procedural complication¿ were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine perforation, menstrual disorder and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.